Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit connector turned yellow. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag without its original unit pouch. Visual examination of the returned unit shows some discoloration of the stress sleeve and tailing for a distance. All of our products under go 100% inspection during the inflate process, inspections are also carried out during extrusion of the stress relief sleeves in the area and final inspections are carried out during the packing operation, if the defect detected on the returned sample were present during any of these inspections it would have been removed from the lot. All of our products undergo a four hour inflate/deflate test and it is at this stage of the process that any defect is identified and removed from the lot. During the packaging operation the products are inspected prior to being placed in their unit pouch and are again inspected as they are placed in their unit carton. The unit returned for evaluation would not have passed these inspection stages of our process. The most probable root cause of this defect could be this section of tubing was exposed to light during storage or some type of chemical used which was not compatible with the product. If information is provided in the future, a supplemental report will be issued.